Event description:
It was reported following a previous infection, the replacement device was explanted due to a pocket infection at a different site. (See MFR report # 3004209178-2009-05352). The infection organism was unk. Cultures were pending. No pt symptoms were reported. The pt recovered without sequela. No additional info has been requested but was not available on the date of this report.

Manufacturer narrative:
The device was returned to the manufacturer for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.